Event description:
(B)(4). Hair loss (coming out by the handful), nausea, anxiety, mood swings/irritability, constant bleeding/spotting, pain, cramping, hot flashes, acne breakout.

Event description:
#Medwatcher #followup1 #fdamw5041815 #(B)(4). I have since had a lavh/bs because of the abnormal bleeding and pain I was dealing with.